Manufacturer narrative:
Product evaluation details: the product evaluation was completed. The device was inspected and reddish material and a hole were found in the pebax. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone # (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a high contact force issue occurred. The issue was resolved after changing the catheter to another one. The procedure was completed without patient consequence. The issue of hi contact force is not MDR reportable since the potential risk that it could cause or contribute to aor death is remote. The biosense webster's failure analysis lab (fal) received the catheter for evaluation on (B)(4) 2018. Upon initial visual analysis, a reddish foreign material was found in the pebax sleeve along with a hole in the pebax. These findings were affirmed by sem analysis and demonstrates a possible break in catheter integrity. The findings including that of a ¿hole¿ on the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(4) 2018.